Event description:
The account alleged the head end brake casters would swivel while in brake mode. No pt impact.

Manufacturer narrative:
The account replaced the head end brake casters to resolve the issue.